Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported she trying to bolus and the pump kept scrolling through the numbers. Troubleshooting was performed. Customer's blood glucose was 136 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.